Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen (did not ask mcg/ml at did not ask mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient was in the ICU. They went to check the reservoir, and there was a gross discrepancy between what the machine said and what was in the reservoir. They expected 36.2ml and aspirated 0ml from the reservoir. The caller stated that they replaced the reservoir with saline, and they were going to recheck it in 7 days to see if what was supposed to be in there matched up with what is in there. The caller stated that they programmed the pump to deliver 1 ml a day. The caller mentioned that they were able to aspirate 28 cc of cerebral spinal fluid (csf) through the catheter access port (cap). The agent reviewed with the caller that slide over infusion was not super typical and was very rare. Technical services (ts) reviewed that if they found that the pump was over infusing, it would be recommended to remove or replace the pump and send it to the manufacturer for testing. On 2026-jun-19, the manufacturer representative called in and repeated information reported yesterday about the patient being in the ICU and that they had been intubated. The caller stated that the pump would be replaced tomorrow. The doctor told the rep that there was potential for litigation with this case as they were alleging a pump malfunction. Initially they thought it could be a pocket fill but were unsure. The agent reviewed information on returning the pump for analysis. Additional information was received from the rep. It was reported that the patient was admitted to the hospital approximately 1 week to the report. The patient was admitted with increased rigidity of their extremities and reported to have seizures as well. There were inconsistencies with the amount of drug that was aspirated from the pump and what the tablet was showing. It was determined while the patient was admitted to aspirate all of the drug from the pump, replace it with preservative free saline ran at a low dose, and manage patient with oral or IV medication at that time. The physician stated that because of inconsistent volumes in the pump noted from aspiration to tablet readings, they felt that the implanted pump should no longer be used. It should be replaced if the patient continued to want therapy. Local reps were notified yesterday (B)(6) 2026 that the patient would be scheduled for a replacement of the pump on (B)(6) 2026. Upon interrogation of the old pump volume with the tablet , 32.4cc was in reservoir. After the was pump removed, it was noted that only 6.1cc of saline was aspirated. This fluid was saved in a syringe and labeled per the patient's family. The old pump as well was explained and saved per the patient's family. They were was instructed by hcp that the old pump and fluid aspirated from pump would be held in the hospital's security office until monday (B)(6) 2026. Per the physician report, the family did not want reps or employees to handle the pump post implant and as of now did not want the explanted pump sent back to the manufacturer. The patient did have the pump replaced today. 38cc of water was aspirated from new pump and verified with the hcp. 40ml of gablofen ( 2,000mcg/ml ) concentration was drawn up by the hcp. This medication was injected into the reservoir of the pump and verified by the hcp. All appropriate non-coring needles were used. After closure, the new pump was interrogated with the local rep's tablet as well as the tablet provided by the pain clinic and the hcp. The issue was not resolved at the time of the report. Additional information was received from the manufacturing representative (rep). The rep reported that the hcp was unsure if the pump was malfunctioning. It was certain that there was a discrepancy in the volume of drug presenting on the tablet and what was aspirated. It was undetermined if there was a pocket fill or another cause. The cause of the volume discrepancy was not determined. When asked if the pump medication was being delivered unintentionally in a manner greater than prescribed, it was reported that the physician was unsure if the symptoms were secondary to the medication. It was noted that the patient did have seizures upon admission. The patient was intubated. The doctor also stated the patient had an infection but was unable to not if the intubate was needed due to the overdose symptoms or the infection. Troubleshooting included that a reservoir volume check was done and a dye study was completed. The over dose symptoms had resolved.